Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a healthcare provider (hcp) regarding their implantable neurostimulator (ins) for movement disorders. It was reported there were some high impedances. The high values were on the right side. The left side was 1+ 0- 3v 120hz 120us therapy impedance: 906ohms. The right side was 10+ 9- 2.5v 120hz 120us therapy impedance: 1160ohms. The estimated longevity to eri: 3.41years eos: 3.66 years. C8 was 9650 ohms, 89 was 9527 ohms, 810 was 10021 ohms and 811 was 10150 ohms. The full electrode impedances were not checked because the patient wasn't having problems with the therapy. No patient symptoms or further complications were reported as a result of this event.